Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and urinary tract infection ("uti (urinary tract infection)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (partial) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia and allergy to metals had resolved and the rash, skin disorder, hypersensitivity, psychological trauma, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment for chronic, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abdominal bleeding, rash/skin condition, hypersensitivity, nickel, psych injury, uti (interpreted as urinary tract infection), weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and patient demographics and laboratory data were added. Updated essure drug indication. On (B)(6) 2013, she explanted essure. Injury event was replaced with chronic, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abdominal bleeding, rash/skin condition, hypersensitivity, nickel, psych injury, uti (interpreted as urinary tract infection), weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) (batch no. 623318) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass, multi gravida, parity 3, heavy periods and hernia repair. Previously administered products included for an unreported indication: percocet. Concomitant products included alprazolam (xanax), ibuprofen (motrin), levothyroxine sodium (synthroid), sertraline hydrochloride (zoloft) since 1998 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced rash ("rash"). In (B)(6) 2013, the patient experienced dyspareunia ("chronic dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), depression ("depression/psych injury"), urinary tract infection ("uti (urinary tract infection)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), tinnitus ("tinnitus"), arthralgia ("elbow pain"), bursitis ("bursitis"), coital bleeding ("orgasm induced menses/bleeding") and abdominal adhesions ("abdominal adhesion") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation and she had hysterectomy (partial) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, rash, allergy to metals, arthralgia and uterine leiomyoma had resolved and the skin disorder, hypersensitivity, depression, urinary tract infection, weight increased, vaginal haemorrhage, eczema, tinnitus, bursitis, coital bleeding and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, arthralgia, back pain, bursitis, coital bleeding, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, tinnitus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment for chronic, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abdominal bleeding, rash/skin condition, hypersensitivity, nickel, psych injury, uti (interpreted as urinary tract infection), weight gain. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fibroid, menorrhagia and dysmenorrhea. Lot number: 623318, manufacture date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. On 4-oct-2019: coding correction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) (batch no. 623318) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass, multi gravida, parity 3, heavy periods and hernia repair. Previously administered products included for an unreported indication: percocet. Concomitant products included alprazolam (xanax), ibuprofen (motrin), levothyroxine sodium (synthroid), sertraline hydrochloride (zoloft) since 1998 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced rash ("rash"). In (B)(6) 2013, the patient experienced dyspareunia ("chronic dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), depression ("depression/psych injury"), urinary tract infection ("uti (urinary tract infection)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("eczema"), tinnitus ("tinnitus"), arthralgia ("elbow pain"), bursitis ("bursitis"), coital bleeding ("orgasm induced menses/bleeding") and abdominal adhesions ("abdominal adhesion") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation and she had hysterectomy (partial) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, rash, allergy to metals, arthralgia and uterine leiomyoma had resolved and the skin disorder, hypersensitivity, depression, urinary tract infection, weight increased, vaginal haemorrhage, eczema, tinnitus, bursitis, coital bleeding and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, arthralgia, back pain, bursitis, coital bleeding, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, tinnitus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment for chronic, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abdominal bleeding, rash/skin condition, hypersensitivity, nickel, psych injury, uti (interpreted as urinary tract infection), weight gain. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, fibroid, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- new events abnormal bleeding(vaginal), psych injury was updated into depression, eczema, tinnitus, elbow pain, bursitis, orgasm induced menses/bleeding, fibroids and abdominal adhesions were added. Reporter and patient demography added. Medical history and concomitant drug were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.